Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure and the explanted device was not returned.